Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report concerns with her son's plink meter. Analysis run on clark error grid using mean avg. Reading (123) as ref. Point v s. Bd readings (21, 280, 24, 265) yielded data points in the c range of the grid, outside of acceptable limits.